Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and had received no delivery alarm. The customer¿s blood glucose level was 455 mg/dl, and his current blood glucose is 317 mg/dl. The customer was treated his high with pin and 17 units. The customer experienced symptoms such as nausea. The customer states the drive support cap appears normal. The customer reports insulin exited. The customer was assisted with high pressure test and it passed. The customer stated changed the set but not the reservoir and then had high blood sugar. The customer declined trouble shooting for no delivery. The insulin pump will not be returned for analysis.